Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump's control iq feature was not suspending or raising customer's basal rates; however, this could not be confirmed as the data error alert erased customer's pump history. Customer's blood glucose level ranged from 66 mg/dl to 130 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.